Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failure alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The remote service engineer (rse) verified with the customer biomedical engineer (bme) that there was a backup alarm failure error code in the device significant event log. The customer requested onsite service and was provided with the replacement part information for the central processing unit (cpu) printed circuit board assembly (pcba). Philips was unable to confirm the final disposition of the device because the customer rejected the service quote sent. No further work was performed by philips to resolve the issue. The complaint will be processed for closure. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.